Event description:
The pt received two trial scs leads on (B)(6) 2011. It was reported all contacts read invalid during intraoperative testing. The physician used two new scs trial leads to successfully complete the procedure.

Manufacturer narrative:
Eval: results: the complaint was not confirmed. As received, the lead was visually inspected; no anomalies were noted with the lead body or internal wires. Electrical testing of the lead was performed and all contacts measured in specification. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.